Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Based on the analysis, the alleged malfunction (difficulty loading cartridges/pneumatic tap) could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer attempted to load a new cartridge to resolve the alarm, however the customer experienced difficulty loading multiple cartridges. The customer observed the pneumatic tap on the pump sticking out further than was observed previously. The customer's blood glucose level was in the 400's (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.